Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: patient was admitted on (B)(6) 2015 due to lvad alarms. Upon interrogation patient has had multiple episodes dating back to (B)(6) of low flow and speed drops below lsl. In addition, she had one pump stop episode. She has been asymptomatic. Her driveline xray shows a lucency in the internal portion of the driveline. The patient's driveline was investigated further with radiographic imaging, which suggested that there may be a short-to-shield malfunction in the driveline. She underwent a percutaneous repair of her driveline, but continued to have pump stoppages. Despite this, the team felt that replacement of the device was indicated. Risks, benefits and alternatives to the device replacement were discussed with the patient and after all her questions were answered she wished to proceed with the operation. Additional information also indicated that the patient underwent a pump exchange. Malfunction component: pump driveline. Patient outcome: exchange. Device malfunction causative factor: no cause identified.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that multiple low speed events and one pump stop event were noted in the event history. The system controller log file was submitted to the manufacturer's technical services for review; the reported events were confirmed and the events appeared to only occur when the patient was connected to the power module patient cable. The pump appeared stable when the patient was connected to battery power. No symptoms were reported by the patient. It was reported that no visual alerts were noted, only audible alarms. Technical services performed a percutaneous lead evaluation, and on (B)(6) 2015, performed a percutaneous lead replacement. It was reported that speed drops below the set low speed limit occurred again approximately 12 hours later while the patient was connected to the power module. The patient underwent a pump exchange on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device: 3 days. The explanted device is expected to be returned for analysis. It has not yet been received. The portion of the replaced percutaneous lead has been received for analysis. The evaluation is not complete. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The report of low speed and pump stoppage was confirmed based on the evaluation of the returned lvad pump. The pump was returned assembled with the percutaneous lead (lead) cut approximately 10¿ from the pump housing and the severed portion of the lead returned. Electrical continuity testing of the pump-end portion of lead did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed a disruption in the insulation of the brown wire approximately 9¿ from the pump housing and the conductors of this wire were exposed. Examination of the remaining wires in these areas revealed marks consistent with abrasion. The disruptions of the brown wire appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage to the wires such as crushing or pinching. The brown wire represents one of the two wires of phase 2. The disruption in the insulation of the brown wire would have interrupted function as a result of the exposed potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This short to ground would have caused the reported low speed hazards and pump stoppage events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.